Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with several non sustained right ventricular oversensing (nsrvo) events. These all appeared to be lead noise. It was not reproducible with isometrics. Programming changes were made and physician would continue to monitor the situation. Patient was stable.